Event description:
It was reported that the connector from a disposable component broke and became lodged with the insulin cartridge in an ilet pump, preventing removal and prompting customer attempts to extract it with tools; the customer ultimately removed the connector and completed a supply change, and replacement connectors were shipped. Symptoms included hyperglycemia up to 300 mg/dl for approximately three hours without immediate clinical sequelae. Outcomes included no medical intervention, no ketone testing, and no hospitalization. Investigation included customer interview and troubleshooting with use guidance, along with logistics review and shipment of replacement supplies. Investigation of this case revealed a mechanical breakage and retention of the connector within the pump¿s cartridge interface, consistent with a component malfunction affecting the connector-to-cartridge assembly. It was concluded, based on previously established findings for similar reports, that the cause was a mechanical component failure of the connector during use.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.